Event description:
When the wand was connected to the generator it immediately activated without having the foot peddle activated. The wand was not introduced to the patient. Disconnected and replaced with a new wand with the same lot #. The new wand functioned appropraitely. No impact or harm to the patient.